Event description:
The customer obtained imprecise and positively biased quality control results processed using vitros amon slides on a vitros 350 chemistry system on multiple dates from (B) (6) to (B) (6) 2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Pt results were reported during this timeframe, however, there was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
Ocd field service investigated and replaced the incubator evaporation caps, returning the vitros 350 to expected operation. The root cause of this event is instrument related.